Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that they could no longer feel stimulation on the right side of their body which is where the majority of their pain was. They attempted to reprogram the stimulation but could not regain the right side coverage. The physician planned to perform a revision to adjust the paddle lead placement. The issue was not resolved at the time of the report. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.